Event description:
The customer reported an intermittent 'cine disk not available' error message, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A replacement cine drive was ordered. No further info is available at this time.